Event description:
A user facility biomedical technician (biomed) reported that a 2008T machine was powering off when attempting to put it into a rinse cycle or dialysis mode. There was no patient involvement associated with the event. The biomed referenced the troubleshooting manual and it advised to check the actuator board. Upon inspection of the board, the biomed noticed thermal damage (a black spot). The biomed replaced the actuator board with a spare and this resolved the issue. There was no burning smell noted. There were no signs of any smoke, sparks, or flames. The biomed confirmed the machine was plugged into a hospital grade ground-fault circuit interrupter (GFCI) outlet and it did not have a history of failing the electrical leakage test. The biomed stated the machine has about 16,000 hours on it. No photos of the damaged board were available. The board was not available to be sent back for evaluation as it was reportedly discarded. The machine was returned to service upon completion of the repair. No additional information was available.

Event description:
A USER FACILITY BIOMEDICAL TECHNICIAN (BIOMED) REPORTED THAT A 2008T MACHINE WAS POWERING OFF WHEN ATTEMPTING TO PUT IT INTO A RINSE CYCLE OR DIALYSIS MODE. THERE WAS NO PATIENT INVOLVEMENT ASSOCIATED WITH THE EVENT. THE BIOMED REFERENCED THE TROUBLESHOOTING MANUAL AND IT ADVISED TO CHECK THE ACTUATOR BOARD. UPON INSPECTION OF THE BOARD, THE BIOMED NOTICED THERMAL DAMAGE (A BLACK SPOT). THE BIOMED REPLACED THE ACTUATOR BOARD WITH A SPARE AND THIS RESOLVED THE ISSUE. THERE WAS NO BURNING SMELL NOTED. THERE WERE NO SIGNS OF ANY SMOKE, SPARKS, OR FLAMES. THE BIOMED CONFIRMED THE MACHINE WAS PLUGGED INTO A HOSPITAL GRADE GROUND-FAULT CIRCUIT INTERRUPTER (GFCI) OUTLET AND IT DID NOT HAVE A HISTORY OF FAILING THE ELECTRICAL LEAKAGE TEST. THE BIOMED STATED THE MACHINE HAS ABOUT 16,000 HOURS ON IT. NO PHOTOS OF THE DAMAGED BOARD WERE AVAILABLE. THE BOARD WAS NOT AVAILABLE TO BE SENT BACK FOR EVALUATION AS IT WAS REPORTEDLY DISCARDED. THE MACHINE WAS RETURNED TO SERVICE UPON COMPLETION OF THE REPAIR. NO ADDITIONAL INFORMATION WAS AVAILABLE.

Manufacturer narrative:
THE PLANT INVESTIGATION IS IN PROCESS. A SUPPLEMENTAL MDR WILL BE SUBMITTED UPON COMPLETION OF THIS ACTIVITY.

Manufacturer narrative:
Plant Investigation: No parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a Fresenius Field Service Technician (FST). However, the complaint investigation found objective evidence indicating there was a product problem, and thus the complaint was confirmed. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the Device History Record (DHR) review confirmed the results of the in-progress and final Quality Control (QC) testing met all requirements. Based on the available information, the reported event has been confirmed.